Event description:
Caller reported that the pt had a seizure from their low blood sugar reading which was 2.2 mmol/l on an unknown brand meter and 7.8 or 8.2mmol/l on the freestyle meter. The customer's family member gave the pt gatorade. The paramedics were not called because the customer's family member is a registered nurse and handled the situation.